Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to emergency room due to low blood glucose on (B)(6) 2022 with blood glucose of 32 mg/dl. The customer's current blood glucose is 178 mg/dl. Customer reported that the insulin pump batteries are lasting less than expected. Customer was not pressing many buttons, the insulin pump was not on the vibration mode and the insulin pump is not rewind daily, alerts are cleared when received. Troubleshooting was preformed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to emergency room due to low blood glucose on (B)(6) 2022 with blood glucose of 32 mg/dl. The customer's current blood glucose is 178 mg/dl. Customer reported that the insulin pump batteries are lasting less than expected. Customer was not pressing many buttons, the insulin pump was not on the vibration mode and the insulin pump is not rewind daily, alerts are cleared when received. Troubleshooting was preformed. The insulin pump will not be returned for analysis.